Event description:
Customer reports: at the time the injector was used, the syringe broke with the pressure, loosing the connection with the injector.

Manufacturer narrative:
History record: device history record does not have evidence of any abnormal conditions within the manufacturing process. None of the inspected units showed the complaint condition reported, upon these results the product was released for distribution. Conclusions/corrective actions: no corrective actions can be applied due to lack of sample availability.